Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine, bupivacaine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported it takes 10mins to do a bolus and handset is stuck at 90% when they are trying to do a bolus. The patient stated this issue has been going on for couple months. The patient gets 8 bolus a day. The patient was assisted with clearing the data from the handset and it was reviewed to close out of all apps after using the handset. The issue was resolved through troubleshooting.